Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable cardiac monitor could not be interrogated. The physician elected to take no action at this time. No patient symptoms were reported.